Manufacturer narrative:
Stryker evaluated the customer's device and determined that the cause of the reported issue was due to user error. The user was performing a scheduled software upgrade and did not follow instruction properly. The user interrupted the upgrade which resulted in the reported issue. The device was archived by stryker and the customer received a replacement device.

Event description:
The customer contacted stryker to report that their device when powered on would power cycle (turn off and on) continuously until the device is powered off. . In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted stryker to report that their device when powered on would power cycle (turn off and on) continuously until the device is powered off. . In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.